Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was discovered that the mobile view station (mvs) computer required replacement. However, the computer has not been replaced, as the customer has not approved the part replacement and system repair.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) computer displayed a blue screen during boot up. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
A medtronic representative reported that system testing was unable to reproduce the reported issue. Therefore, the computer for the imaging system does not require replacement.